Event description:
Boston scientific received information that during a routine follow-up appointment it was noted the safety switch had changed the pacing from bipolar to unipolar configuration. It was not possible to see when the high impedance measurement had occurred. The highest impedance value indicated on the report was 1450 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.